Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual device was not available; however, three photograph of the sample were provided for evaluation. The visual inspection of the three provided photos showed the product out of the original packaging with picture one and two showing the complete product and product label. Picture three showed a hair like particle, however, it was not clearly visible if the particle was inside the header cap or inside the blood port connector. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of a polyflux 14l dialyzer during priming. There was no patient involvement. No additional information is available.